Event description:
The patient reported that the up arrow keypad button became intermittently unresponsive two to three days ago, and is now completely unresponsive. She stated that she wears the pump in her pocket and does not clean the pump.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad was found to be peeling around the up arrow keypad button. Evaluation revealed that the up and down arrow keypad buttons were intermittently responsive, more force and multiple button presses were required on the keypad in order to elicit a response. All of the keypad buttons did not click back or spring back as expected. There was evidence of keypad corrosion found under all key contacts. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.